Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, aneurysm.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reported there was seen a tendency of enlargement of the right common iliac artery and pxc121200 was successfully implanted to seal the right common iliac artery . The procedure was completed without any issues. On an unknown date, further enlargement of the the right common iliac artery were noted. An endoleak was not reported.on (B)(6) 2020, a reintervention took place whereby an additional stentgraft was implanted distally.